Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of rha products.

Event description:
According to the information received on 11-jan-2023, a patient was injected on an unknown date with rha 3 (quantity unknown) in the nasolabial folds (current complaint), and with rha 2 and rha 4 in an unknown location. Since the reporter confirmed that the adverse reaction did not occur in areas injected with rha2 and rha4, no complaints were opened for these products. It was reported that "a few weeks" before receiving this adverse event notification, the patient observed the occurrence of a granuloma and high swelling in the nasolabial folds, and that the product was noticeable. The diagnosis of granuloma was however not confirmed by a medical procedure. As treatment, on an unknown date, the patient was treated with hyaluronidase (hylenex), supposedly a few times. Symptoms fully resolved following the treatment.